Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. There were no alarms during the machine testing of the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the last fill line (blue clamp) of the homechoice cassette and the last fill bag which resulted in a leak, that led to this alarm. Renal therapy services (rts) advised the patient to remove the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.